Event description:
It was reported via a journal article: this complaint is from a literature source. The following literature cite has been reviewed: alwaal a, gillan e, popovic a, jensen jc. Robotic unilateral seminal vesiculectomy for chronic hematospermia. Urol case rep. 2025 mar 5;60:103005. Doi: 10.1016/j.eucr.2025.103005. Pmid: 40129538; pmcid: pmc11930723. This study presents a case of a 22-year-old gentleman who presented with chronic hematospermia for 5 years. The patient underwent robotic prostatectomy while using 2-0 monocryl suture to ligate seminal vesicle duct and the peritoneum was then closed over the operative field once packed with surgiflo ® hemostatic matrix mixed with thrombin. Reported complications are: n=1, 22-years old, male, abdominal pain in 2 days, pelvic hematoma. In conclusion, chronic hematospermia impacts quality of life and requires thorough evaluation and appropriate treatment. Robotic-assisted laparoscopic unilateral seminal vesiculectomy is a valid option for treatment of chronic hematospermia when the etioology of hematospermia can be lateralized. This procedure can resolve hematospermia and preserve ejaculation potency.

Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: a. Alwaal et al. Urology case reports 60 (2025) 103005; https://doi.org/10.1016/j.eucr.2025.103005. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: after further evaluation of the case, it is evaluated that this case is considered not related to surgiflo, as it is unlikely that the cause of the hematoma is surgiflo. There is no causal relationship between the hematoma and surgiflo. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.